Event description:
Hcp reported patient developed an abcess in the pocket for the pt's gastric pacemaker. The device was explanted and returned ot the manufacturer for analysis. The infection resolved.